Event description:
A malfunction was reported on the customer's pump, but there were no notable events that occurred before the malfunction. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.